Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by the facility. Gambro has identified the lot numbers of the bicart products shipped to this customer prior to this event as lot 5436 and 5551. No nonconformity has been identified in the device history record for these lot numbers. Gambro rec'd no info to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
An adult pt coded and expired shortly after ending an in-pt hemodialysis treatment. During the hemodialysis treatment pt did not feel well and the treatment was terminated. Per dci corporate policy, no further pt treatment, or device info will be provided. Gambro dialysis machine was inspected and was found within MFR specification. Neither the physician, nor the nurses caring for the pt, believes that any gambro device caused or contributed to the pt's coding event after dialysis had been completed. The cartridge blood set, bicart and revaclear dialyzer were not available for investigation.